Manufacturer narrative:
(B)(4). The pump was received with a critical pump error (open book image) alarm, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.

Event description:
The customer reported via phone that someone would call in 5 to 7 business days. Customer¿s blood glucose was unknown at the time of incident. Customer was demanding to speak over the manager. Customer stated that package received from medtronic customer in error. The insulin pump will be returned for analysis.